Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is displaying a "vent inop" message and the events log showed a transducer fault. The transducers were calibrated and the turbine differential transducer failed. It is unknown if there was patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the vela printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to material fatigue of a transducer. At this time, carefusion will track and trend this reported issue and internally investigate the situation.